Manufacturer narrative:
Patient demographics were requested, but site declined to provide. The device has been returned for evaluation, but evaluation has not yet been performed.

Event description:
A (B)(6) representative reported that when prepping the spectranetics quick-cross support catheter 518-034 for use in a peripheral atherectomy procedure the physician wanted to exchange a cordis sv-5 .018 guidewire down to a .014 wire. The quick-cross was handed off, flushed by the scrub nurse, and put on the wire. He advanced the quick-cross up the wire so the physician could reach it and then the physician took control of advancing the catheter. After a few centimeters the catheter got stuck on the wire. Then the physician told the scrub nurse to remove the catheter off the wire. As the nurse was taking it off it snapped leaving a short segment of the distal tip on the wire. The broken piece was then removed off the wire without any problems. A different type of catheter was used to complete the exchange. All this happened within 100cm of the back end of the 300cm wire. It never entered the patient and it didn¿t cause loss of guidewire position. No harm to patient. Procedure was completed with another catheter.

Manufacturer narrative:
Device evaluation: the quick-cross device was evaluated on (B)(6) 2018. Visual and microscopic evaluation was completed. It appears from the evaluation the quick-cross device became compressed onto the guide wire, as being accordioned. When the physician then attempted removal, the device separated from itself.